Event description:
As the surgeon was removing the probe from the pedicle, the ball end handle come off. This released small pieces into the wound. The wound had to be irrigated. There was 10-30 minutes add'l surgery time. Another probe from the set was used to complete the surgery.

Manufacturer narrative:
Device history record reviewed. The non-conformance resulted from improper pin to shaft alignment during mfg. Only one device was manufactured. No other devices were affected. This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer.